Event description:
My surgeon used the medtronic infuse which causes me significant pain and requires me to see a doctor frequently after the surgery and has me constantly worried about whether things will get worse.